Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered unintended insulin. The patient suffered from hypoglycemia and was unconscious. The patient's blood glucose result was 39 mg/dl from an unknown device. The patient was taken to the emergency room and was treated with "physiological serum" and glucose. The patient was in the emergency room for 1 hour. The infusion device was requested to be returned for product evaluation.